Event description:
Information was received from the physician that the interrogation of the device led to the conclusion that the lead was malfunctioning, confirmed by several tests. The surgeon noticed that the electrode was wrapped around the vagal nerve. There was significant fibrosis at this level, which made the replacement procedure more difficult and especially risky because of the adhesions, per the physician. The surgeon removed the generator, the three top studs, and the electrode as well as the top studs of the electrode. It was reported that the lower part of the deep electrode therefore remains and a new lead was not able to be implanted. The physician stated the cause of the high impedance was fibrosis. No lead has been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was found during a periodic history review of the manufacturer's programming history database, that a patient's device was found to have high impedance on a system diagnostics and normal mode diagnostics, using version (B)(4) software. No additional relevant information has been received to date.